Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 30, 2026, senseonics was made aware of an incident in which the user reported a high glucose event. The user provided an example indicating that at approximately 5:30 am pacific time, the sensor glucose value was 146 mg/dl and a blood glucose value was 200 mg/dl the user did not seek professional medical treatment and reported resolving the event independently by administering insulin. The user's healthcare provider was not aware of the event, and the user was advised to follow up for further medical guidance.